Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed. Analysis of the device revealed normal battery depletion, meeting expected longevity.

Event description:
It was reported that the patient presented to the doctor with shortness of breath and legs had swollen and had no energy. The device was interrogated and it was noted that the device had been dead for about six months. Therefore the device was removed and replaced with a new device. No further patient complications have been reported as a result of this event.